Manufacturer narrative:
The company service representative examined the system and replicated the reported event. To resolve the issue, the nonconforming laser core module was replaced. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event is attributed to the nonconforming laser core module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic surgical console presented with reduced power output of laser radiation from a slit lamp, thereby revealing the laser ports were decentered due to which the laser beam did not enter the actual micron input of the light guide in full. Therefore, the output power directly from the light guide output was below normal. The patient harm was not reported.